Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint ¿ patient was revised to address loosening and migration of cup into protrusion. It was reported that her acetabulum had fractured during index procedure. Update - (B)(6) 2012 - litigation papers received. In addition to previously reported allegations, it is now alleged that the patient suffers from pain, swelling, inflammation, infection, and damage to surrounding bone and tissue, and lack of mobility. A metal liner and femoral head have been added. Update (B)(6) 2015 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated loose cup. There was no mention of migration. One acetabular screw was removed with the loose cup so it is now being added to the complaint. During the doi ((B)(6) 2009) while implanting the final cup a fracture of the acetabulum occurred. There was no mention of infection as previously alleged. The complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Additional narrative: new etq record created in order to update etq (legacy system) complaint (B)(4). Reason for original complaint ¿ patient was revised to address loosening and migration of cup into protrusion. It was reported that her acetabulum had fractured during index procedure. Update 11/19/2012- litigation papers received. In addition to previously reported allegations, it is now alleged that the patient suffers from pain, swelling, inflammation, infection, and damage to surrounding bone and tissue, and lack of mobility. A metal liner and femoral head have been added. Update 1/29/2015- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated loose cup. There was no mention of migration. One acetabular screw was removed with the loose cup so it is now being added to the complaint. During the doi ((B)(6) 2009) while implanting the final cup a fracture of the acetabulum occured. There was no mention of infection as previously alleged. The complaint was updated on: 2/19/2015. Update 2/4/2015- pfs and medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing MDR decision. The complaint was updated on: 2/27/2015. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
After review of medical records it was confirmed that the patient was revised due to aseptic loosening of the cup. Operative note reported inflamed-appearing fibrinous tissue in the wound and there was fibrous ingrowth noted in the acetabulum.